Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00056 on mar 28, 2023. Apr 21, 2023 additional information: the customer from outside the united states obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample using lot 080. The initial result was not reported to the physician. The sample was repeated (after re centrifugation) on the same atellica im, which gave a lower result. The sample was also repeated on an alternate atellica im with a different lot 082, which gave a lower result as well. The repeat result from the first atellica im was considered as correct as the quality control (qc) values were good. Siemens reviewed available information to evaluate for a potential product problem. Qc was in range at the time the sample was run. No other samples run around the same time were affected. This is indicative of a sample/patient specific incident. Atellica im tnih initial result : 42 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l). Sample repeated on alternate atellica im in lab 19 ng/l. Sample repeated again after re-centrifugation on the original atellica im analyzer 18 ng/l. Sample is serum and the patient was on anti-coagulant therapy. No system files were provided by they region for review. Pre-analytical variables can affect the quality of the sample. While there is insufficient information to determine the cause of the discordant result, siemens cannot rule out pre-analytical variables or sample specific issues as contributing factors. No potential product issue is observed. The system is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample using lot 080. The initial result was not reported to the physician. The sample was repeated (after re centrifugation) on the same atellica im, which gave a lower result. The sample was also repeated on an alternate atellica im with a different lot 082, which gave a lower result as well. The repeat result from the first atellica im was considered as correct as the quality control (qc) values were good. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated tnih patient result.

Manufacturer narrative:
An outside the united states customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one female patient sample using lot 080. The sample was repeated (after re centrifugation) on the same atellica im, which gave a lower result. The sample was also repeated on an alternate atellica im with a different lot 082, which gave a lower result as well. The repeat result from the first atellica im was considered as correct as the quality control (qc) values were good. The sample tube was a large dry tube, full, with separating gel, lots of serum and no fibrin clot. The sample was centrifuged for 10 minutes at 3272 rpm. No centrifuge stopped in advance. The tube was well centrifuged in the laboratory. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.